Event description:
The following information was reported: user was experiencing leakage issues at the 11 o'clock position in multiple boxes of product. Reported that the customer developed an ulcer the size of a pencil eraser and another close by the size of a tiny dot. Customer had kidney stone surgery on (B)(6) 2013 and upon discharge from the hospital, was instructed to switch from the hollister sku 84711 to the to hollister sku 19253. Ulcer was noted to be infected on (B)(6) 2013 and user was placed on antibiotics.

Manufacturer narrative:
.